Event description:
Procedure: sleeve gastrectomy. According to the reporter: endo gia gun malfunction, not firing on first and second attempt. Actually the instrument already fired on 1st and 2nd attempt but the problem was in regular firing using sulu size 60 complete firing takes 4 squeezes to reach to the end of the sulu but for both lots to reach the end of the sulu it took more than 8 firing in addition to bad staple line formation which means there is mechanical error in the gun itself because when we provided them with new lot there was no problem. The instrument locked on tissue. The device removed by regular way. ID of the reloads used was egia60amt but we don't have information about lot numbers of the reloads. No reinforcement material was used. There was no tissue loss. There was tissue damage due to complete rupture of the staple line at the antrum of the stomach, the patient was re-operated and they manage the damage by complete sewing the area affected and they add drainage tube. One of the cases which have sever complication. The adverse effect was sepsis due to huge amount of pus and leak and till now the patient still under admission at the hospital for the 4th week with high extra cost will be paid by the surgeon. The patient is still under admission but showing better improvement.

Manufacturer narrative:
Tracking number: (B)(4) (serious injury) and (B)(4) (malfunction) as both handles were used in same procedure.

Manufacturer narrative:
(B)(4).